Event description:
Right cystosarcoma "phylloiaes" associated with implant capsules. A 55 yr old wg3p3 female status post bilateral subglandular inframammary gel for augmentation 1968. She had firmness but no complaints until rough mammogram 8/92 done . Right began to hurt and change size & shape . MRI 1/93 read as rupture on right. Surgery 6/8/93 bilateral large right cystosarcoma in continuity with capsule implants with 4 dacron partly & moderate bleed plus healthy calcified capsules . Implant 360 gm.